Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received multiple appropriate anti-tachycardia pacing (atp) bursts, and the health care professional (hcp) inquired why the episodes ended despite the rhythm continuing. Technical services (ts) reviewed the stored episodes and explained that the ongoing rhythm was just below the programmed rate zone, and therefore the device was not intended to deliver therapy at that rate. Ts recommended to decrease the rate zone threshold. The device is operating as programmed. No adverse patient effects were reported. Additional information was received that a review was requested following a reported shock for this ICD. Technical services (ts) reviewed the transmitted data and noted that the episode appeared to initiate as atrial fibrillation (af) with rapid ventricular response (rvr), followed by non-sustained ventricular tachycardia (nsvt), and progression to a fast rhythm suggestive of supraventricular tachycardia (svt). Anti-tachycardia pacing (atp) and a shock were delivered, resulting in rhythm conversion. The plan is to further evaluate. This ICD remains in service.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to correct the bsc aware date.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received multiple appropriate anti-tachycardia pacing (atp) bursts, and the health care professional (hcp) inquired why the episodes ended despite the rhythm continuing. Technical services (ts) reviewed the stored episodes and explained that the ongoing rhythm was just below the programmed rate zone, and therefore the device was not intended to deliver therapy at that rate. Ts recommended to decrease the rate zone threshold. The device is operating as programmed. No adverse patient effects were reported. Additional information was received that a review was requested following a reported shock for this ICD. Technical services (ts) reviewed the transmitted data and noted that the episode appeared to initiate as atrial fibrillation (af) with rapid ventricular response (rvr), followed by non-sustained ventricular tachycardia (nsvt), and progression to a fast rhythm suggestive of supraventricular tachycardia (svt). Anti-tachycardia pacing (atp) and a shock were delivered, resulting in rhythm conversion. The plan is to further evaluate. This ICD remains in service.